Event description:
Minor pt burn. Observed a small pin hole at the tip of the suction coagulator. Opened up another package, observed it had a small pin hole at the tip and applied an insulation (tape) around. The procedure was a tonsillectomy.